Event description:
The surgeon placed 8 screws with the robot. Used the o-arm to check the screws 5df the 8 screws were misplaced and had to be replaced. No adverse effects to the patient.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. A review of the log files showed the surveillance marker warning, which indicates a possible shift in position of the patient reference array, was presented to the user. In addition, the user re-zeroed the level of the surveillance marker several times throughout the case. The user manual instructs the user on how to maintain navigation integrity. The user did not take proper steps to handle the shift causing screws to be placed deviated from the plan which were corrected during surgery with no adverse effect to the patient. The cause of the reported issue was traced to user technique.